Event description:
It was reported that a physician's dell x5 handheld device would freeze on the interrogation successful screen. It is known if any troubleshooting was performed to resolve the issue. A replacement handheld device was sent to the physician at his request and the dell x5 in question has been returned to the MFR. Product analysis is planned and has not been completed at this time.